Manufacturer narrative:
The attached DHR review complaint description states that dislodgement occurred during the procedure. The DHR was reviewed on (B)(4) 2016 and on (B)(4) 2016 medinol received additional information stating that no dislodgement occurred.

Event description:
Event occurred during post market clinical study, (B)(4). Description provided via e-mail from (B)(6) on (B)(6) 2016. (B)(6) reported that they enrolled subject (B)(6) today. This was a single vessel lesion, no stent complications were anticipated, and a non-study stent(s) was used to treat the target lesion. They were able to withdraw the stent and the product will be returned to medinol. Additional information was received on (B)(4) 2016:the study coordinator (sc) reported the following: the nirxcell stent would not cross the lesion, when the operator brought the stent back into the guide catheter, some of the stent struts became raised during pullback. The principal investigator (pi) was able to get stent back into the guiding catheter and remove it from the subject. The event was initially inadvertently reported as sae, but it is not ae or sae. Additional information received on (b)(4 2016: during percutaneous coronary intervention (pci), the nirxcell stent would not cross the lesion. The stent was then being brought back into the delivery system/guide catheter and some of the stent struts began to raise during the pullback. The pi was able to get the stent back into the guide catheter before it worsened and remove from the patient. There was no dislodgement. No patient injury.

Manufacturer narrative:
Medinol is expecting to receive angiographic data.

Manufacturer narrative:
Angiographic evaluation performed. No additional information. Final complaint report #(B)(4).